Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. The customer performed a supply change to address the issues. The customer's blood glucose level ranged from 336-377 mg/dl.